Manufacturer narrative:
No device return anticipated due to clinical study policy. Concomitant medical products: 02-020-13-0225 - truliant cr cem fem cr cem left sz 2.5, (B)(4). 02-022-45-2535 - truliant tib fit tray cem sz 2.5f / 3.5t, (B)(4). 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(4). Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely patient-related conditions.

Event description:
It was reported via the exactech truliant knee clinical study, that a 74 yo obese female patient, who was initially implanted with a left knee on (B)(6) 2017, for the primary indication of osteoarthritis, underwent a revision procedure on (B)(6) 2020, approximately 4 years 10 months post the initial implant procedure. Date of onset, (B)(6) 2020. The study indicates inflammation, definitely not related to devices or procedure. The tibial insert was revised, and labs sent from left knee fluid. Outcome indicates resolved on (B)(6) 2020. No additional information.